Event description:
It was reported that a male patient, initial left knee implanted on (B)(6) 2020, was revised on (B)(6) 2022, approximately 2 years 10 months post the initial procedure due to poly wear. The patient was last known to be in stable condition following the event. The product is not returning as it was disposed of by the hospital. No further information.

Manufacturer narrative:
Concomitants: 6070497 02-010-04-0250 - logic cr femoral por, left, sz 5, unk 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, unk 200-02-41 - three peg patella 41mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of tibial insert wear. The cause of the wear could not be determined but may have been due to a combination of third body wear, orientation of the components, and/or patient related conditions. However, this cannot be confirmed because the component was not returned for evaluation and images were not provided. Additionally, the insert was packaged in a non-conforming vacuum bag for five years, which may have contributed to the reported wear.

Event description:
Right knee revision reported under 1038671-2023-00017.